Event description:
The manufacturer received information alleging a ventilator was shutting down and alarming. There was no pt harm or injury reported. The ventilator was returned to the manufacturer's service center for evaluation, and the customer's complaint was confirmed. The ventilator's system pca was replaced to address this issue. The ventilator was found to audibly and visibly alarm as designed.